Manufacturer narrative:
The device was returned for evaluation. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 377 mg/dl while wearing the pod between 36 and 48 hours. The pod¿s cannula was found bent/kinked while wearing it on the arm. For treatment, the patient changed out the pod and gave correction bolus.